Event description:
Report received from USA stating that cutter could not be removed from the attachment. It is known that the device was being used during surgery. It is also known that there was no patient or user injury; however, it is unknown if there was any medical intervention or surgical delay related to the event. No additional information available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot remove cutter" could be confirmed. During service the device failed the "cutter insertion verification" test. If additional information becomes available a supplemental report will be submitted. (B)(4).